Event description:
It was reported that during mid-therapy on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "maintenance required code #3" posted on the screen. There was no reported injury to the patient and no adverse event was reported.

Manufacturer narrative:
It was reported that the date a getinge employee first became aware of the reported issue was on 30jun2020.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during mid-therapy on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "maintenance required code #3" posted on the screen. There was no reported injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed "low vacuum" in the iabp log files. The stm then tested in diagnostics and the iabp unit failed the safety disk leak test and pneumatic performance test. The stm suspected a potential issue with the drive manifold and a new drive manifold was installed which corrected the issue. Subsequently, safety disk was replaced due to expiration. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during mid-therapy on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "maintenance required code #3" posted on the screen. There was no reported injury to the patient and no adverse event was reported.